Manufacturer narrative:
The account alleged that the use of the vest caused her to be sore. She went for evaluation when it was discovered that she had some slightly fractured ribs. No treatment was provided as the patient was diagnosed as already healing. The use of the vest combined with the patient's underlying pathology may have contributed to her fractured ribs. The account did not allege the device malfunctioned and will continue use. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the patient suffered fractured ribs. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).